Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention or patient condition was reported.

Event description:
New information received notes that the noise issue was first identified through a merlin.net transmission. The right ventricular (rv) lead remained implanted, and no intervention was reported. The patient remained in stable condition throughout the event.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. Programming changes were made to resolve the issue.